Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of 2829 ohms, triggering a lead safety switch (lss). Noise was observed on the rv channel after the ls5. Two signal artifact monitor (sam) episodes also occurred, and minute ventilation (mv) was disabled. Technical services (ts) was contacted, and ts suspected a spring contact issue and discussed troubleshooting options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).